Event description:
This case, involving a device, reported by the patient's family member who is also a company sales representative, concerns a patient who was receiving an unspecified type/brand of human insulin via the pen injector device (humapen ergo teal/opaque), for diabetes. The patient was the operator of the device but it is unknown whether pt was trained. Duration of use of the humapen is unknown. The patient's medical history was not provided. It is unknown whether pt was taking any other medications. Approximately two year and a half years prior to this report, the patient's humapen (lot number unknown/ms8335) had not been dispensing insulin and the patient "almost died". Pt was in the intensive care unit. Pt's endocrinologist addressed the problem and the patient is better now. It is unknown what has happened with the humapen. The patient is using syringes. Further contact information was not provided. No additional information is expected.